Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely the scorched distal end cover (c-cover) occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the broncho videoscope had a scorched distal end cover (c-cover). There were no reports of patient involvement.